Event description:
Urgent device field correction gemstar docking station. List numbers 13075-01, 13075-03, 13075-05 and 13075-07, all lot numbers. No gemstar docking station at facility. Hospira, inc has received reports from customers outside the u.s of sparking, smoking, charring and electrical shock when using the gemstar docking station. Hospira's investigation concluded the primary root cause is fluid ingress into the docking station. Hospira is in process of developing design improvements to mitigate this risk. Once the redesign and testing activities are complete and inventory is available, hospira will notify you to arrange for the correction of your gemstar docking station. Until a solution is found, all fluid ingress into the docking station must be avoided during cleaning or operation. If you are using a gemstar docking station, hospira requests you follow the guidelines below for continued use of your docking station: do not hang or place fluid containers over the docking station where they could leak fluid on the device. Do not spray fluid, such as cleaning solution, directly on the docking station. Clean the docking station using a cloth dampened with an approved cleaning solution.